Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 460 mg/dl at the time of incident. The customer¿s current blood glucose level was 492 mg/dl. The customer treated with manual shot. The device will not be returned for the analysis.